Manufacturer narrative:
The end user's daughter reported that while her mother was in the bathroom, the brakes on the rollator failed and she fell. The fall was unwitnessed. She was admitted into the hospital due to other health issues unrelated to the fall. The sample was not returned for evaluation. A root cause has not been determined. Due to the reported admission and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the end user fell while using the rollator and was admitted into the hospital.